Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). The patient experienced dizziness and shortness of breath (sob). An x-ray was performed and revealed that the lead had dislodged. An invasive procedure was performed. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.